Event description:
An olympus field service engineer (fse) reported to olympus on behalf of the customer, that the visera 4k uhd camera control unit had camera connection issues (not recognizing the camera). The issue occurred during maintenance. There was no procedural impact or patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; it was found that device was not able to recognize any instrument that was plugged-in, due to a broken exmor r (rx) module lens. The receptible assembly also had signs of wear. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely the camera cannot be recognized occurred due to damaged to the receiving module. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.